Manufacturer narrative:
Medwatch #3007284313-2024-03103 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch (and supplementals) will be retracted.

Manufacturer narrative:
H3: location of device unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2024, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® conformable aaa endoprosthesis with active control system. The patient had an aortic neck with 65 degree neck angulation. The device was positioned and angulated twice. The physician was satisfied with positioning and conformance to the aortic wall. The device was deployed fully but the patient reported that the device did not look normal in the angiography. The surgeon withdrew the device and angulated it on the table outside the patient. A control wire was reported outside the device.

Event description:
It was reported that on (B)(6) 2024, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® conformable aaa endoprosthesis. Patient had an angulated neck of approximately 65 degrees. The trunk ipsilateral leg was positioned and angulated two times over the soft portion of a 7 cm amplatz super stiff¿ guidewire. The limb was inserted over a lunderquist® wire which was then exchanged for a super stiff wire so the device could be angulated. The limb was only angulated when partially deployed to the contralateral gate. When the limb was angulated the second time, you could see a curved image on the x ray that was not typical of a normal image. No endoleaks were apparent during the final angiography. The patient tolerated the procedure. The physician re-angulated the delivery system after the procedure and observed a control wire coming outside the catheter.

Manufacturer narrative:
This complaint was initiated based on information received from the field. Clinical images were requested for evaluation, but were reportedly not available. A review of the manufacturing records indicated the lots met pre-release specifications. An evaluation of the returned device showed that the condition of the returned device is consistent with the observation that ¿a control wire was reported outside the device¿. However, the cause of the protrusion could not be identified. Engineering was unable to confirm the reported observation that ¿you could see a curved image on the x ray that was not typical of a normal image¿ because case imaging was not included. A hole was noted in the inner member of the catheter where the angulation wire protruded. There was no lumen obstruction that could have contributed to the angulation wire to protrude. Furthermore no abnormalities or damage on the angulation wire were found that could contribute to the observed hole in the inner member.